Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple intermittent altitude alarms. There was no impact to the customer's blood glucose level. The customer was able to reload the cartridge and resume insulin delivery. Reportedly, the pump would continue to be used for insulin therapy.